Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle had dulled cutting edges, and left a laceration below the puncture site. The phlebotomist had to put more pressure on the arm and site to extract blood, and changing to needles of a different lot# reportedly solved the problem. This complaint was created to capture the 5th of 5 related incidents. The following information was provided by the initial reporter: "customer is reporting that the blood collection needles are not sharpened and have cut various customers." This occurred five times with five different patients. Needles appear in good condition except cutting edges are dull. 3 females and 2 males. Patients complained that venipuncture site hurt and stung more than usual. Phlebotomist report that they had to employ more pressure on arm and site to perform blood extraction. Needles were substituted with a different lot # and the problem was solved.